Event description:
It was reported that the patient experienced an inadequate stimulation. The patient underwent a revision procedure wherein the lead was replaced and relocated. The explanted lead was discarded per hospital policy and patient was doing well postoperatively.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: m365sc2218500, model: sc-2218-50, serial: (B)(6), batch: 7152613, UDI: (B)(4).